Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 400 mg/dl and the current blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with fluids. Customer check their blood glucose level and they delivered insulin with the intravenous drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.